Manufacturer narrative:
Patient identifier not available from the site. A medtronic representative reported that while in a spinal fusion procedure, the imaging system had gone into e-stop 4 or 5 times and the user was able to reset it each time. They were able to get it to stay out of e-stop long enough to complete their spin; approximate 5 minute delay to case. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. Onsite investigation revealed that this case was caused by a broken pendant dongle as it wasn't properly attached due to broken and stripped screws on the plate and on the dongle. The plate was repaired and the dongle was replaced which resolved the issue. No further issues were reported from the site. Analysis of the returned dongle confirmed the damage as, during testing, it didn't stay connected due to a stripped screw. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the imaging system had gone into e-stop 4 or 5 times and the user was able to reset it each time. They were able to get it to stay out of e-stop long enough to complete their spin; approximate 5 minute delay to case. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.